Event description:
It was reported to philips that the system's dc power supply was defective, which can impact booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported to philips that the system's dc power supply was defective, which could impact the turn on of the device. To resolve the issue, the customer ordered and replaced the power supply unit on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.